Manufacturer narrative:
H11. Additional narrative. Updated b5, b7, and h6.

Event description:
It was reported that a 3300tfx 27mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to stenosis. The patient presented with hf, sob, and hypoxia. A 9750tfx 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 3300tfx 27mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to unknown reasons. A 9750tfx 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative: updated h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.